Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to 16% in a 2 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device has been explanted and replaced. It is unknown if device will return for analysis. No adverse patient effects were reported. The complaint device was not returned to bsc so product analysis could not be performed.